Event description:
It was reported to philips that the system's flexvision pc images froze. The system was in clinical use. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the customer was performing coronary planned treatment/non-emergency treatment when the issue occurred. The procedure was completed as planned after restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Review of system log file shows possible flexvision error. Upon functional testing, fse found that flexvisionpc software crashed. The philips engineer reinstalled the software of the flexvision control pc and removed cabinet cover temporarily to prevent overheating. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.